Event description:
It was reported the pt complained of soreness at her ipg site and she stated she has lost weight. It was reported the pt turned off her stimulation in june since she had heart surgery. She stated her back pain has improved since the surgery and she has not used stimulation. The sjm representative advised the pt to recharge her ipg as soon as possible. It was reported the pt will consult with her physician regarding the ipg site discomfort.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.